Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), stillbirth ('pregnancy (withcomplications); pregnancy (stillbirth/ miscarriage)-stillbirth'), type 2 diabetes mellitus ('type 2 diabetes') and pregnancy with contraceptive device ('pregnancy (withcomplications); pregnancy (stillbirth/ miscarriage)') in a 40-year-old female patient who had essure (batch no. 910809-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section, hypertension, dizziness, pancreatitis, diverticulitis, hypothyroidism, obesity, hypertension, diverticular disease, back pain, fever, live birth (2008 and 2011), heart racing, blurred vision, lightheadedness, fibroids, hyperglyceridemia, asthma, obesity (maternal obesity complicating pregnancy), cholecystectomy, hernia repair, vitamin d deficiency, migraine, hypothyroidism, flank pain, abdominal wall abscess, endometriosis and cervicitis. Concomitant products included levothyroxine, lisinopril, metformin, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems, depression, anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines/headaches"). On (B)(6) 2015, the patient experienced stillbirth (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years after insertion of essure. On an unknown date, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypothyroidism ("hypothyroidism") and depression ("psychological or psychiatric problems, depression, anxiety and mental anguish"). The patient was treated with surgery ((hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, type 2 diabetes mellitus, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding and hypothyroidism had resolved and the stillbirth, pregnancy with contraceptive device, anxiety, vaginal haemorrhage, migraine and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypothyroidism, migraine, pelvic pain, pregnancy with contraceptive device, stillbirth, type 2 diabetes mellitus and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back. Bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Autoimmune diagnosed: hypothyroidism, type 2 diabetes. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, dysmenorrhea and dyspareunia., pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2021: mr received. Reporter information , patient details , other relevant history and concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), genital haemorrhage ('general abnormal bleeding') and type 2 diabetes mellitus ('type 2 diabetes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypothyroidism ("hypothyroidism") and psychological trauma ("psych injury"). The patient was treated with surgery ((hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, type 2 diabetes mellitus, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia and hypothyroidism had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypothyroidism, menorrhagia, pelvic pain, psychological trauma and type 2 diabetes mellitus to be related to essure. The reporter commented: received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back. Bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Autoimmune diagnosed: hypothyroidism, type 2 diabetes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lawyer was added. New events- abdominal pain, dysmenorrhea, dyspareunia, back pain, menorrhagia, general abnormal bleeding, hypothyroidism, type 2 diabetes, psych injury were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), stillbirth ('pregnancy (withcomplications); pregnancy (stillbirth/ miscarriage)-stillbirth'), genital haemorrhage ('general abnormal bleeding'), type 2 diabetes mellitus ('type 2 diabetes') and pregnancy with contraceptive device ('pregnancy (withcomplications); pregnancy (stillbirth/ miscarriage)') in a 40-year-old female patient who had essure (batch no. 910809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section, hypertension, dizziness, pancreatitis, diverticulitis, hypothyroidism, obesity, hypertension, diverticular disease, back pain, fever and live birth (2008 and 2011). Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems, depression, anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines/headaches"). On (B)(6) 2015, the patient experienced stillbirth (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), hypothyroidism ("hypothyroidism") and depression ("psychological or psychiatric problems, depression, anxiety and mental anguish"). The patient was treated with surgery ((hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, type 2 diabetes mellitus, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia and hypothyroidism had resolved and the stillbirth, pregnancy with contraceptive device, anxiety, vaginal haemorrhage, migraine and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypothyroidism, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, stillbirth, type 2 diabetes mellitus and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back. Bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Autoimmune diagnosed: hypothyroidism, type 2 diabetes. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr received : event psychological trauma was updated to more specific events: depression and mental anguish, events added- abnormal bleeding (vaginal), migraines, pregnant with essure micro-insert, miscarriage, device ineffective. Lot number added, events onset date, concomitant drug, events severity, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), stillbirth ('pregnancy (with complications); pregnancy (stillbirth/ miscarriage)-stillbirth'), genital haemorrhage ('general abnormal bleeding'), type 2 diabetes mellitus ('type 2 diabetes') and pregnancy with contraceptive device ('pregnancy (with complications); pregnancy (stillbirth/ miscarriage') in a 40-year-old female patient who had essure (batch no: 910809-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section, hypertension, dizziness, pancreatitis, diverticulitis, hypothyroidism, obesity, hypertension, diverticular disease, back pain, fever and live birth (2008 and 2011). Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems, depression, anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal") and migraine ("migraines/headaches"). On (B)(6) 2015, the patient experienced stillbirth (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), hypothyroidism ("hypothyroidism") and depression ("psychological or psychiatric problems, depression, anxiety and mental anguish"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, type 2 diabetes mellitus, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia and hypothyroidism had resolved and the stillbirth, pregnancy with contraceptive device, anxiety, vaginal haemorrhage, migraine and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypothyroidism, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, stillbirth, type 2 diabetes mellitus and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back. Bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Autoimmune diagnosed: hypothyroidism, type 2 diabetes. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.